Event description:
It was reported that in 2008, the patient presented with mid-back and neck pain, and the surgeon informed her that she had a disc bulging into her spinal cord. Later in 2008 the surgeon performed a neck surgery. Immediately following the surgery, patient's pain increased and thoracic surgery was recommended. In (B)(6) 2009, the surgeon performed a spinal c5-6 surgery. After the second surgery, the patient began having intense and extreme pain. Again in the early 2010, the surgeon performed surgery on the t2-t4 area of the patient's spine. Following this surgery, pain increased and became unbearable. Allegedly, the surgeon informed the patient that the hardware had come away from the bone at the neck area. In total, the patient underwent seven surgeries in four years to implant and then replace hardware. The patient still has excruciating pain, loss of feeling in her neck,mid-back and sometimes lower back. The patient last went for the doctor's visit in (B)(6) of 2013. Rhbmp-2/acs was used in the patient's surgeries.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.